Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the response button covers were missing and the rear switch was damaged. The cause of the inability to activate the device is the damaged switch. There was no death or adverse event associated with the monitor malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 03/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.